Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that, three months following a coronary drug eluting stenting treatment procedure, there was an aneurysm. The target lesions were located in the proximal and mid left anterior descending (lad). The lesion was mildly calcified with greater than 50% stenosis. Vascular access was via the femoral artery. The lesions were predilated using a 2.5x20mm maverick balloon inflated to 8 atm for 15 seconds. Distally, a 3.0x16mm taxus liberte' drug eluting stent was implanted at 16 atm. Then there was "difficulty to advance the proximal stent". A second guide wire, choice pt, was used as a "buddy wire" and the 4.0x16mm taxus express2 drug eluting stent was implanted at 16 atm. There was "optimal angiographic result". Heparin and integrilin were used during the procedure. Home medications included aspirin, clopidogrel and prevastatin. "After three months, effort test not diagnostic for ischemia, but with a lot of ectopic ventricular beats. Because of this, we decided to submit a patient to a new coronary angiography." Coronary angiography showed a "small aneurysm at level of the distal portion of the distal stent." There was no action taken. The patient condition was reported as "very well".